Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold output of 3.4 volts at 1.0 milli seconds due to micro dislodgement. This rv lead was surgically abandoned and replaced with different two epicardial models. No additional adverse patient effects were reported.